Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01178. Concomitant medical products: medical products: item#: 010000589, comp rvrs 25mm bsplt ha+adptr; lot#: 985300. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was not released by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a second left shoulder revision surgery due to implants disassociating. The patient was in recovery from their first revision surgery when the implants disassociated.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as radiographs were provided and reviewed by a health care professional and showed as abnormal orientation of the glenosphere noted on the postoperative image. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.